Event description:
Boston scientific neurovascular became aware that during an arterial venous malformation procedure when the physician was using contrast in order to check the flow, the distal 15-cm of the subject device broke off. No complications were reported to have occurred with the pt during this event.